Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge. There was no reported adverse impact to the customer. Multiple attempts were made to follow up with the customer on the reported issue; however, no response was received.